Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced false pause episodes. Technical services discussed that false pause episodes should stop as wound heals and pocket tightens. There were no patient consequences reported.